Manufacturer narrative:
The manufacturer previously reported receiving information alleging a volume issue with a ventilator. There was no harm or injury reported. The device was evaluated by a third party service center and the customer's compalint was confirmed. The device's pressure limits were incorrectly set causing the device to not deliver the set volumes there was no malfunction related to this issue. During the evaluation, service required codes were observed in the downloaded event log. The device's system board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a volume issue with a ventilator. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.